Event description:
It was reported: the plate broke on a right pseudarthrosis on the tibia. The patient was revised.

Manufacturer narrative:
Additional information, requested and if received, will be provided on a supplemental report.